Event description:
It was reported that failure to recapture filter occurred. A transcatheter aortic valve replacement (tavr) procedure was being performed. A sentinel cerebral protection system (cps) was selected for embolic protection. The sentinel cps was advanced to the intended location. The distal filter was deployed, however upon attempt to re-sheath and re-position, the distal filter failed to re-sheath despite attempts to advance and retract the distal filter slider #3. The device was removed safely with the distal filter in an open state. No additional intervention was required for removal and no patient complication occurred. The tavr procedure was completed without cerebral embolic protection.